Event description:
Information was received that a smiths medical cadd extension set was leaking at the filter. It was noted to have started leaking after 48 hours of use. There was no patient injury as a result.